Event description:
It was reported to covidien in 2009, that a customer had an issue with a hemodialysis catheter. The customer states the adapter cracked and the catheter had to be replaced.

Manufacturer narrative:
Submit date: 06/02/2009. An investigation is currently underway. Upon completion, the results will be forwarded.